Event description:
It was reported the customer was hospitalized for high potassium levels and low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 40 mg/dl. It was also reported the customer was not in a vehicular accident. The cause of the customer's blood glucose was unknown. The customer's wife declined to troubleshoot for low blood glucose for the customer. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-39021.